Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary : bd received 15 samples and one photo for investigation. The photo displayed a shelf pack of tubes but did not show the customer's indicated failure mode. Upon inspection, no issues were identified in the 15 returned samples. Functional tests were conducted on 10 of these samples, and all tubes met the specification limits. Additionally, 100 retained samples were inspected, and no visible defects were found. Functional tests on 10 retained samples also confirmed that all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.